Manufacturer narrative:
The impella cp and introducer were not returned for evaluation, as they are being held at the customer facility; consequently, the cause of this event could not be determined. In addition, the data logs were not reviewed as they did not pertain to the failure mode of this event. The manufacturer will continue to investigate all reasonable obtainable sources of information and will provide results and conclusions in a supplemental medwatch report, if additional information is received. Internal reference (B)(4). Device being held at user facility.

Event description:
The complainant reported that on (B)(6) 2017 a patient was to undergo an elective coronary artery bypass graft (CABG) for a critical proximal left ascending artery (lad) lesion and moderate (50-60%) left main (lm) lesion amenable to bypass. Upon induction the patient went into ventricular fibrillation arrest. CPR was performed and the patient was resuscitated. The physicians had attempted to place an intra-aortic balloon pump (iabp) during the time of the patient crashing, but due to uncertain access without pulsatility during the code, the decision was made to open the patient's chest and proceed with the placement of the iabp, and then place the impella cp. The patient's chest was opened, but the physician was unable to locate the target for the circumflex artery (cx) or the coronary arteries. A saphenous vein graft (svg) to the lad was placed. About 3 hours into the case the patient experienced significant blood loss requiring massive packed red blood cells (prbc) and fresh frozen plasma (ffp) and platelets. The patient's hgb was 7 and hct was at 22. It was decided to wait for four more units of blood prior to the patient coming off iabp, and the impella cp being placed. During the wire exchange ventricular fibrillation ensued, requiring cardiac resuscitation via defibrillation. Normal sinus rhythm resumed. Consequently the impella cp was placed via the right femoral artery prior to the blood products being administered. Following the impella cp's placement the additional 4 units of blood were administered to the patient, and the iabp was removed. Impella support was started after the oscor sheath was peeled away and the repositioning sheath was inserted without issue. Due to what appeared to be a significant ooze from insertion the site, and given the massive amounts of blood products that had been given to the patient as well as the hgb and hct levels the surgeons immediately decided to open the insertion site and place a purse-string suture at the arteriotomy for controlling any further bleeding. During this procedure the physician discovered a puncture at the arteriotomy site that was located high and above the inguinal ligament. The surgeon then placed an additional incision to gain access to the puncture site; however, it appeared there was a significant amount of pulsatile blood exiting the repositioning sheath. The sheath was pulled back out of the arteriotomy and a purse-string suture was placed around the impella catheter's 9fr shaft, adequately providing hemostasis. Upon an initial and brief inspection the surgeons attempted to identify the problem and identified a small "slit" in the distal end of the repositioning sheath, which was allowing blood to pulse out during initial placement. The patient was obese and it was difficult to delineate where exactly the "split" was located on the repositioning sheath. The decision was made to simply secure the sheath partway out of the tissue track and maintain hemostasis with purse-string suture around impella shaft, and this appeared to control any blood loss. During an assessment of the patient, the right extremity appeared slightly less perfused and colder than left extremity. The vascular surgical team evaluated the patient and it was decided to re-open rfa impella site and assess. A fogerty catheter was placed and a very small clot was removed from the superficial femoral artery (sfa). It was noted that the patient was administered protamine prior to coming off iabp and it was decided not to add heparin into the purge solution due to blood loss and bleeding concerns. The 8k of heparin had been given by IV during the vascular intervention. The wound closed and patient was re-packed and closed w/staples. The patient was then sent to the ICU in stable condition. On (B)(6) 2017 the patient was successfully weaned down from the impella cp. The following day, (B)(6) 2017, the impella cp was removed from the patient. Additional information obtained from the staff indicated that this patient had a coagulopathy of some type that required him to be on coumadin for life. It was reported that the patient bleeding was likely the result of an assumed high inr for the coumadin.